Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is needing an MRI so hcp is looking to verify if the implantable neurostimulator (ins) is still implanted. Hcp reports that on (B)(6) 2026 when they spoke with the pt they reported that they cannot turn the ins off due to it malfunctioning. Hcp reports then pt called back on (B)(6) 2026 to reschedule their MRI as they reported the ins had been explanted. Redirected to hcp to confirm explant details.